Event description:
Device 1 of 4: ref MFR report #s 1627487-2013-00137, -00149 and -00150. It was reported the pt's (B)(6) pns (off-label) system was explanted due to lack of efficacy. The pt's pain pattern has changed and she now requires an scs system. The pt has decided to be reimplanted with products from a different MFR. The explanted devices were discarded and will not be returned to the MFR for analysis.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.